Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal repair (tep) procedure, the device balloon broke. A new device was used to complete the case. No patient injury is reported in this event.